Event description:
See intial report.

Manufacturer narrative:
No evidence of service activity has been provided. Error code 1560 (rc overcurrent low side) indicates an overcurrent on the low side of the driver and it can be caused by: a faulty motor controller; a defective flat ribbon cable, that connects the hvb board to the microcontroller on the hva board; a faulty linear actuator. Complaints database review pointed out that no similar events have been submitted for this unit since its installation in 2020. Based on available information, the most likely root causes are a faulty motor controller or linear actuator or defective contacts on the ribbon cable, most likely due to wearing of the parts. Failure of electronic components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message related to over-current at motor controller (low side) during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.